Event description:
It was reported that the patient felt like there is a little dent with this cardiac resynchronization therapy defibrillator (crt-d) after the patient hit an elk with his car. This device remains in service. No adverse patient effects were reported.